Event description:
Healthcare worker came in contact with hydrogen peroxide when loading the sterilizer. They experienced a burn to the fingers with slight discoloration. They went to the emergency room for treatment. The fingers were rinsed with water and the burn subsided after 12 hours. They also reported having "asthma" and "shortness of breath." The asthma lasted a few minutes. The discoloration of the skin was still present 2 weeks after the event. The vaporizer plate was reported as not in place.